Event description:
After insertion, the extension tubing separated from the y-adapter when the nurse pulled back on it.

Manufacturer narrative:
Unused units were received for investigation on 12 march 2007. Upon completion of the investigation, a supplemental report will be submitted.